Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: this is an analysis for three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: first photo shows a device with the jaws in open positions and a gold reload loaded, with the manual override door out of position and override lever up. Second photo shows a device with the manual override door out of position and override lever up. Third photo shows a device with the jaws in open positions and a gold reload loaded. Based on the pictures provided the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during endoscopic pneumonectomy surgery,after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.